Manufacturer narrative:
Multiple attempts have been made to get further information regarding the alleged injuries, medical treatment, service to the device, details about the seat positioning strap and the availability for return without success. The cause of the issues or if there was a device malfunction has not been confirmed at this time. The owner¿s manual for this device provides safety and warning instruction¿s including: danger! Risk of death or serious injury not wearing your seat positioning strap could result in death or serious injury. Always wear your seat positioning strap. Your seat positioning strap helps reduce the possibility of a fall from the wheelchair. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, seat positioning strap must be replaced immediately. Should additional information become available, a supplemental record will be filed.

Event description:
The end user had an accident inside her residence. The aviva rx power wheelchair lunged forward unexpectedly while driving, causing the end user to lose balance and fall out of the chair. She was not wearing the seat positioning strap. The end user hit her face on the floor causing swelling and went to the ER. They confirmed that she fractured both femurs. She was at the ER for 13 hours before returning home, then slept for 22 hours straight. The end user¿s boyfriend and son could not get her to stay awake, so they called an ambulance to return to the ER. She returned home and has had follow up appointments with her physician for blood work, orthopedics, and an audiologist due to inability to currently hear out of her right ear.